Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Unique identifier (UDI)# - the UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a cause for the reported unstable stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the femoral artery. An unknown omnilink elite stent was loose [unstable] on the balloon during advancement. The procedure was successfully completed with an unknown stent. No additional information was provided.